Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she had just received her insulin pump and her blood glucose was 300 mg/dl. She delivered insulin and blood glucose went up to 400 mg/dl. Blood glucose of 440 mg/dl was also captured. Troubleshooting was performed for high blood glucose. Customer didn't express any symptoms. No anomalies were noted on the insulin pump. Customer was advised to do a complete set change, reservoir, and insulin. Customer then stated high blood glucose might be caused due to customer over treating a low prior to going to bed. She drank multiple glasses of orange juice. Customer is not returning the device for analysis.